Event description:
It was reported that the patient experienced a loss of therapeutic effect. Lead impedance measurements read greater than 4.000 ohms on all of the bipolar and unipolar pairs. Impedance measurement less than 250 ohms was noted. Multiple times during programming and impedance measuring the device returned to power on reset. The final attempt flashed end of service on the physician programmer. The neurostimulator had a low battery. The patient was in the clinic in good condition. Further information is being requested from the hcp.